Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. During the service center evaluation of the device logs, "battery communication lost" and "power failure" alarms were observed. Further technical evaluation determined that the device faults were due to a defective internal battery. The internal battery was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen with a "vent inoperable" alarm. There was no patient injury reported as a result of this incident.